Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three resolution clip devices used in the same procedure. Manufacturer report # 3005099803-2013-08363, 3005099803-2013-08364, and 3005099803-2013-08365 address the three resolution clip devices. It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was deployed onto the tissue; however, the clip was difficult to release from the catheter. The same issue occurred with two additional clips. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.